Event description:
The customer reported that the ventilator was in pt use and the nurse noticed the fio2 was reading 100% delivered. The ventilator was set at 21%. The customer reported that the alarms did not sound because the alarms were set to off at the time. The respiratory therapist took the pt off the ventilator, manually ventilated the pt, and put the pt on another ventilator. No pt harm.

Manufacturer narrative:
(B)(4). The biomed at the user facility tested the ventilator and could not duplicate the reported complaint. The ventilator is back in svc.